Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tired, weakness, nausea. A pt reported that blood sugar dropped because pt was unable to test. Their meter allegedly had no power. The result on their meter was unable to test. No other test or comparisons reported. Treatment was: food and drink given. No medical intervention. No further info has been reported.